Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was confirmed. Method & results: -device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: a review of the provided information by a clinical consultant confirmed the event but could not determine a root cause. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, additional x-rays, operative reports and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
The patient underwent revision surgery due to loosening of the cup. Kt plate and cement cup (both biomet products) were implanted instead of the loosened cup.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient underwent revision surgery due to loosening of the cup. Kt plate and cement cup (both biomet products) were implanted instead of the loosened cup.